Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During a paroxysmal atrial fibrillation procedure, a tip fracture occurred when attempting to insert the catheter into the patient. It was noted that the torque of the catheter did not work, and the catheter did not advance. When the catheter was removed, it was noted the tip of the catheter was found to be fractured / kinked. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.